Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department (ed) with coca-cola colored urine and abdominal pain. The patient had hemolysis and pump thrombus was suspected. The ventricular assist device (vad) exhibited a high power above the normal range and high flow. The patient was started on intravenous (IV) tissue plasminogen activator (tpa). Two days later the patient developed hypotension and received intravenous (IV) dobutamine. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Information received from the site indicated that the patient e experienced "coca-cola colored" urine, abdominal pain, and hemolysis. The reported high power event was confirmed via review of the available autologs reports, which revealed a slight increase in power consumption beginning on (B)(6) 2020, followed by a sharp increase in power consumption on (B)(6) 2020, leading to parameters above normal operating range; 54 high watt alarms were logged since(B)(6) 2020. Parameters returned to normal operating range on (B)(6) 2020. Of note, it was reported that the patient received tissue plasminogen activator (tpa), which corresponds with the observed return of power and flow to baseline parameters, after which the urine returned to normal color. It was further reported that the patient then developed hypotension which was treated with dobutamine. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was n oted that the patient had previously experienced a pump thrombus event associated with dark urine and hemolysis. Possible factors that may have led to this event include, but are not limited, to the patient¿s pre-existing history and related comorbidities, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.